Event description:
Profound and permanent neurological injuries [nervous system disorder]. Permanent, profound personal injuries [injury]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Case description: an attorney reported that his client, an adult male age (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use when he became denture dependent in 1973, with last known use of fixodent in 2008, and reported the following: profound and permanent neurological injuries, permanent, profound personal injuries that have left him unable to perform his normal, customary and daily activities, and was diagnosed to have excess zinc and resulting copper depletion. Treatment: constant unspecified care and assistance. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.